Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A field service engineer (fse) has been dispatched to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Advanced technical review (results): a review of the information associated with this event has been performed by post market qe. The following additional information was provided: this is a recoverable error so if the error is persistent the customer would have to disable to continue with only 3 arms or convert. Complaints are tracked via the qms processes per wi (B)(4). (Quality data review meetings).

Event description:
It was reported that during a training/demo of the da vinci system, error 26004 occurred on universal surgical manipulator (usm1). A picture of the system popup logs will try to be obtained to check if this is a universal surgical manipulator (usm) brake or set up joint (suj) brake issue. No known impact or patient consequence was reported.